Event description:
It was reported that tip broke while in pt's knee. Reporter stated that approximately 10 minutes into a knee arthroscopy procedure, physician noted on the video monitor that the tip (device # 1) had broken and was in the pt's knee. A shaver was used to retrieve the glass pieces. A brand new tapertip (device # 2) was connected, procedure continued. Approximately 15 minutes of lasing with second device, again the physician noted that there was no energy emitting at treatment site. Upon inspecting distal tip of device it was noted to be broken. The procudure was then completed using a shaver (this was also used to retrieve the fragments from pt's knee). No injuries were reported. Note: device # 1 had been previously used and steam sterilized once prior to this procedure. Device # 2 was brand new (out of package).